Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2009. Revision due to loosening.

Event description:
It was reported that a patient who was implanted with a total knee on (B)(6) 2009 experienced loosening of the tibial component and was revised to a stemmed tibia with an augment to account for bone loss, which resolved the issue.

Manufacturer narrative:
After further review of additional information received the following sections b4, b5, g3, g4, g5, g7, h2 and h6 have been updated accordingly. This device is used for treatment, not diagnosis.